Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd vacutainer tube there were erroneous results. The following information was provided by the initial reporter. It is reported customer experienced false high potassium results. The customer stated: I was prescribed creatinine, k+ and uric acid tests. The k+ and creatinine results aren't consistent. One week the test results are elevated (5.5 mmol/l for k+ [range 3.5-5.1] and 200 umol/l for creatinine [range 50-98]) compared to my baseline from a couple of months ago and one week they aren't (4.8 mmol/l for k+ and 170 umol/l for creatinine) so my doctor has prescribed me anti k medication but we're not 100 % sure that I need it because over 4 tests in 2 weeks, the results were elevated twice and in accordance with my baseline twice. The nurse drew blood without tourniquet all 4 times in order to minimize hemolysis causing false elevated k."